Event description:
The physician reports performing cataract surgery with attempted implantation of the crystalens using the crystalsert lens injector system. After the iol was inserted, there was vitreous loss, which necessitated an anterior vitrectomy. The crystalens iol was removed and replaced successfully with a different lens model. The surgeon reports that there was nothing wrong with the crystalens. Reference MDR # 2031924-2010-00009.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).